Manufacturer narrative:
An event of a device deforming during implantation of three occluders was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. . There is no indication of a product quality issue with regards to manufacture, design, or labeling

Event description:
It was reported that a 30-25mm amplatzer septal occluder was selected for implant on (B)(6) 2024 using a 9f amplatzer talisman delivery sheath to treat a patent foramen ovale (pfo). The pfo was measured to be more than 10mm. The patient also had a pre-existing condition of atrial septal aneurysm measured at 20mm. During implant the right atrial disc of the device took on a mushroom shape. The delivery sheath was pressed against the occluder but the device maintained the mushroom shape. The decision was made to up-size the device. The device was removed from the patient and replaced with a new 35-25mm amplatzer pfo occluder. During implant the left atrium and right atrium were noted to be narrow and the device was interacting with the aortic valve. The device was noted to be oversized due to the septum measuring at 28mm. The device was removed from the patient and replaced with a new 30-25mm amplatzer pfo occluder. During implant the right atrial disc of the device took on a mushroom shape. The device was noted to be oversized due to the narrow septum. The device was removed from the patient and replaced with a new 25-18 amplatzer pfo occluder, which was deployed successfully. There were no kinks or angulations noted in the delivery system. There was no clinically significant delays in the procedure. There were no adverse effects to the patient.